Event description:
It was reported that during surgery in 2009, locking insert for the mosaic humeral system would not thread into the 80mm segment component. An alternate screw component was opened with similar results. When the proximal body and segment were attached, they appeared to be offset. Surgeon cemented the components in place without the use of a large screw component.

Manufacturer narrative:
There have been no trends identified related to this type of event.

Manufacturer narrative:
Request for additional information on report 1825034-2009-00088: review of manufacturing history showed lot released january 28, 2009. Review of distribution history found three (3) additional units of this lot had previously been implanted with no reported complications. The balance of lot under biomet control was inspected and only the one (1) unit was found nonconforming. Further review of distribution history for additional lots of this device manufactured during the same time frame confirmed numerous units have been implanted with no reported complications.